Manufacturer narrative:
The device subject of this complaint was not returned to steris endoscopy for evaluation. The customer provided information and pictures regarding the complaint. It was observed that the hypo tube in the handle assembly had bent which indicates that the user advanced the handle to the open position with too much speed or force, attempted to pass or open the device in an extremely articulated endoscope, attempted to actuate the device in an extremely coiled position and actuated the device when the handle is at an acute angle in relation to the sheath. Additionally, it was observed that there was a buckled catheter below the handle assembly which was attributed to excess force from the user. The instructions for use for the roth net states: "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath." The device history record (DHR) was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and determined the event to be isolated. Steris offered in-service training on the proper use and operation of the roth net device and is awaiting a response. No additional issues have been reported.

Event description:
The user facility reported that the spring to their roth net popped out of the handle. No report of injury.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the roth net, however, the user facility declined. No additional issues have been reported.